Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening and weight to the spec. A microscopic analysis was performed which identify a punctured in the anterior side and opening striated in the anterior side . Based on the device analysis the final assessment is: a puncture opening on anterior due to surgical damage like. A striated opening in the anterior side assessed as to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional right side rupture. Device has been explanted.